Manufacturer narrative:
(B)(4). Concomitant medical products: 36mm cocr mod hd +3mm cat# 11-363663 lot# 739270. Tri-spike shell w/apex hl 58mm cat# 101007 lot# 157390. Epoly rlc 36mm 10deg sz25 sz25 cat# ep-105895 lot# 442240. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-04203, 0001825034-2020-04205, 0001825034-2020-04207.

Event description:
It was reported the patient underwent a right hip arthroplasty. Subsequently, the patient indicated for a revision due to femur fracture. The patient will be reimplanted with competitor product. Attempts were made; however, no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.